Event description:
In 2008, the pt reported that he has experienced infusion tubings breaking at the luer connection for the past 5 years. He stated that he is very active and feels, this is part of the issue, however, he has noticed an increase in the last 3 mos. He stated that he changes his infusion site every 2-3 days and at that time, the infusion tubing feels very soft. If he does not change the infusion tubing at that time it will break before his next site change. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.